Event description:
(B)(4). Weight gain, severe lower abdominal pain, breast increase, clots during periods, metallic taste, twitching of lips, severe lower back pain, and feeling of lactating about 5 days prior to periods.